Manufacturer narrative:
Details of the complaint. On (B)(6) 2019, (B)(6) hospital reported the cns (mu-971ra sn:(B)(6)) kept turning off and rebooting. There is a second issue that it was not loading data accurately. Service requested: troubleshooting/assistance. Service performed: customer was provided part and price information for solid state hard drive kit and advised to talk to their sales representative for a new device. Investigation result(s): the cns warranty began 09/26/09, which is almost 10 years prior to the reported issue. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Information of whether this was regularly performed by the customer is not available. A review of device sap history shows no tickets opened for hdd issues or replacement for this unit in its 9+ years of service. Issues with the hdd could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty and promised support period. The root cause is determined to be maintenance needed. This issue is not suspected to be caused by deficient design. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) keeps rebooting. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) keeps rebooting. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) keeps rebooting. No patient injury or harm were reported.